Manufacturer narrative:
Device evaluated by MFR.: p elite ous mr 38 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts on the distal stent region lifted from their crimped positions and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 08feb2022. It was reported that crossing difficulties were encountered. The more than 70% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 38 x 3.00 promus elite mr drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a 3x20 promus elite stent. There were no patient complications reported and the patient was doing well. However, returned device analysis revealed stent damage.